Manufacturer narrative:
The cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues inside the cartridge tube, indicating the device was handled and prepared for surgical use. A crack was observed at the cartridge tube that could be related to the handpiece pushrod. Cartridge crack, tip deformed were verified on the returned sample. The lot number is unknown; therefore the manufacturing records could not be reviewed. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge came apart at the tip during handling but prior to insertion with no patient contact. Reportedly a back-up lens was used. No further information was provided.